Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading a cartridge. Reportedly, the cartridge was filled with 280-300 units and the customer felt that the insulin gauge was depleting faster than expected. The customer reported experiencing elevated blood glucose levels from 240 to 322 (mg/dl). To address the bg level, the customer delivered a correction bolus. Recommendation was made to consult with health care provider regarding diabetes management.